Manufacturer narrative:
The reported events of noise and low pacing lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited noise episode and low pacing impedance. The lead was not used and replaced. The patient was in stable condition.